Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-03078. Manufacturer report number: 2017865-2020-03079. It was reported that the patient received two shocks. The patient was taken by ambulance to the emergency room where the device was interrogated. Upon interrogation, it was determined that the patient had received two inappropriate shocks for right ventricular over-sensing. Right ventricular lead dislodgement was noted on xray. The patient was hospitalized awaiting a lead repositioning procedure. On (B)(6) 2020, it was noted on xray that the right ventricular lead, right atrial lead, and left ventricular lead were dislodged. The right ventricular lead, right atrial lead, and left ventricular lead were explanted and replaced. The patient was stable before, during, and after the procedure.